Manufacturer narrative:
The beckman coulter field service engineer (fse) confirmed that the probable cause is identified as two defective buffer solution solenoid valves. The fse replaced the solenoid valves to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining an elevated sodium (na), potassium (k), and chloride (cl) patient result on their au5800 chemistry analyzer. There was no report of change in patient treatment, injury or death associated with this event. The customer did not provide patient demographics.